Event description:
It was reported that patient received multiple inappropriate shocks for t-wave oversensing. The sensitivity for the lead was reprogrammed. When the patient came back to the office for a follow-up visit there was evidence that the t-wave oversensing continued to occur. Two t-wave oversensing episodes were treated however the r waves appear to be diminishing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.